Manufacturer narrative:
(B)(4). The customer reported that the unit kept rebooting. There was no report of patient involvement. The device was evaluated by a philips service technician. The issue was localized to a defective internal memory card.

Event description:
The customer reported that the unit kept rebooting. There was no report of patient involvement.